Event description:
It was reported that the skin thickness blade mechanism had excessive side movement on the zimmer air dermatome. Additional clinical follow up with the customer indicated that the reported issue was that the device would start taking skin for 1/2 cm then stop and the pitch of the machine changed. The issue occurred during surgery; however, there was no pt harm and an alternate device was available for immediate use. Surgical time was increased while the pt was under general anesthesia; however, the amount of the increase was not provided.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 06/15/2007 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device observed nicks along the leading edge of all width plates. Additionally, the leading edges of both the head and control bar were nicked, and discoloration of the head was observed. Prior to repair, the device was within calibration specification and passed side to side calibration at all tested settings. Unable to determine a cause of the reported complaint; however, improper handling likely caused the damage to the control bar, head and width plates. The device was serviced and returned to the customer.